Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 3/6/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2015 with the following findings: testing did not confirm the complaint. Battery cap is able to fully tighten. Battery compartment intact. Black box dates from 11/25/2014- 12/3/2014 and shows no evidence of short battery life however, multiple low battery warnings and replace battery alarms are observed in alarm history..3. Current draws within specifications. Removed pump case. No evidence of moisture or loose components inside pump. Unrelated to the complaint, the pump powers with returned battery cap to a dim discolored display.